Event description:
The physician reports performing bilateral cataract surgery with crystalens implantation. Postoperatively, the pt's bcva in the right eye decreased from 20/40 preoperatively, to 20/50. The pt was treated successfully with a yag capsulotomy and the bcva improved. One year postoperatively, the pt sought care outside the us with a different ophthalmologist. This physician evaluated the pt and noted that the pt had blurry uncorrected vision and dry eye syndrome. The physician believed the pt was symptomatic due to edge effects of the iol in low light conditions. The lens was subsequently explanted and replaced with an aspheric monofocal lens in order to improve the ucva.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.